Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of additional info.

Event description:
The plaintiff's atty alleged that the pt experienced cardiac arrest and expired the same day which may have been caused by the defendant's product administered for dialysis treatment.